Event description:
Customer reported no reactivity with vra128 cells 3 and 6 and a patient later confirmed to have an anti-e present in their plasma. The initial antibody screen was positive (1+) with vss231 cell 2. The customer then tested the sample against vra128 and stated that no reactivity was observed. Customer stated that no erroneous results were reported. Qc was satisfactory. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Patient sample was returned. No reactivity was observed with retained lot, vra128, and the patient sample.